Event description:
Asr revision reported by sales rep, right side hip, reason(s)for revision: complication since primary hip surgery / thigh pain. Treatment: revision (B)(6) 2012. Weight of patient is (B)(6), rounded off to (B)(6) as system does not accept.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 7/1/2014 - clinical report received. Clinical report indicates that patient has not been revised and that patient suffers from subcutaneous fluid collection, elevated metal ion levels, and local tissue reaction. Dif requested from hospital which indicates previous revision was reported in error. There is no new additional information that would affect the investigation. This complaint was updated on: 07/23/2014.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.